Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 31mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. Air bubbles were observed in the sheath and the loader while attempting to implant the amulet device. There was no air visualized in the patient. The device was retracted into the loader. The delivery system with the device inside was removed from the body and de-aired. The device was attempted to implant again. When it was deployed in the left atrial appendage (laa), stringy materials were seen that were suspected to have come from the inside of the delivery sheath. The stringy materials were then wrapped around the device, and they were removed from the patient with the device. The procedure was aborted. The patient remained hemodynamically stable throughout the procedure. The patient was discharged the next day.

Manufacturer narrative:
An event of air bubbles observed in the sheath and the loader and strands being observed on an amulet device was reported. A returned device assessment could not be performed as the device and the substance was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated no air was visualized in the patient. Information form the field also indicated that the device was fully retracted into the amplatzer steerable sheath that was used again to deploy the amulet and strands were seen on the device. Based on the information received, the cause of the air bubbles could not be conclusively determined but the use of the same sheath after full retraction to elimate air bubbles observed in the sheath could have lead to the inner lining of the sheath being transferred onto the occluder thus causing the reported incident. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note per the instructions for use, tv45x45 del sys rev.a, device compatibility: refer to the instructions for use provided with the device to determine delivery sheath compatibility.' Please note per the amulet instructions for use : if the device is retracted farther than the radiopaque markers (fully recaptured), the device and the sheath must both be removed and replaced. Failure to replace both the device and the sheath may result in sheath and/or device malfunctionh6. Medical device problem code added : 3020 scratched material.

Event description:
Subsequent to the initially filed report, the following information was received that the patient was under general anesthesia during the procedure. A continuous flush was attached to the device. The user was advised to flush forward while advancing the device to the end of the sheath. It was unsure if that was done. No contrast was being injected.